Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and installed a compressor kit. The ventilator passed self testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator's compressor was inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.